Event description:
It was reported that the customer's blood glucose level was 415 mg/dl. The customer had issues with his sensor and blood glucose level reading. While his blood glucose level was 415 mg/dl, his sensor glucose reading was 116 mg/dl. His sensor and blood glucose level difference was not within an acceptable range. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.